Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the pneupac accessory, the customer noticed that the connection portion was shorter than the others. The operator was unable to plug the unit into the wall outlet as a result. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: the supplier's investigation indicated that: since the connection part is shorter than other drive hoses, it may not penetrate the oxygen pipe correctly. The product in question has been received. As a result of checking the actual item received, there were no major scratches or damage that could affect its function in terms of appearance. In order to confirm the reported incident, the dimensions of the oxygen source connection connector, we confirmed that there were some parts that were out of standard. After checking with the supplier of this connector, it was confirmed that the metalworking equipment was old and of inconsistent quality. It is presumed that the cause of this incident is that the lock mechanism part of the mating connector did not fit properly due to the deviation from the above-mentioned standard dimensions, and thus did not function properly. As a corrective measure against this incident, in order to manufacture products that meet the standard specifications, the connector supplier has been changed to a different supplier and the connector inspection at the time of delivery has been strengthened to confirm that the delivered products are within the standard specifications before shipping. We will also monitor the trend of similar occurrences and take appropriate measures depending on the situation.